Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During visual inspection, a separation was observed between the tubing and the second y-site clearlink. Further observation showed there was lack of solvent applied to the entire circumference of the tubing. Dimensional testing was performed and found the device was out of specification. The reported condition was verified. The cause of the event was due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set separated. During continuous veno-venous hemofiltration, the clearlink set "suddenly became disconnected at the y port.¿ the part that was disconnected ¿should not be removable and is not an area that is manipulated in any way by nursing staff.¿ the patient's central venous catheter had a carrier line infusing normal saline attached to it that broke apart. Due to this disconnection, straight air was infusing right into the patient's central line. The reporter believed this event likely caused the patient to experience an air embolism; however, the echocardiogram was negative for the presence of air. The ¿patient's condition was declining due to liver and renal failure¿, and the patient was transitioned to (comfort measures only) cmo within 24 hours and passed away. It was further reported the medical team cannot say the death was directly related disconnection. No further information was available at the time of this report.